Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture and no sensing was noted on the right ventricular (rv) lead. Diagnostic imaging revealed rv lead dislodgement to be the cause of the event. The physician attempted to reposition the rv lead, however, the helix was unable to retract. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.